Event description:
The patient is an elderly man with non-ischemic cardiomyopathy. A heartmate 3 lvad was implanted in (B)(6) 2019. Post-operatively, the patient was anticoagulated with coumadin. He was transferred to (B)(6) from an outside hospital after a head-strike (wearing helmet) while skiing. He was found to have an intraparenchymal hemorrhage and subarachnoid hemorrhage in his cerebellum. Therefore, patient was transferred to (B)(6) for further management by mcs and neurosurgery teams. The anticoagulation was reversed with k-centra and IV vitamin k. Patient now in stable condition. The patient did not require surgical intervention.